Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that after 24 hours of infusion, about 35ml of fluid remained in the device. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: it is unknown if the report source is a consumer. Additional information: the lot was manufactured from june 1, 2012 to june 4, 2012. Evaluation summary: the device was returned for evaluation with labeling indicating that it had been filled with fluorouracil and a 0.9% sodium chloride diluent. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed, and the flow rate was found to be within the specification range of the product. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.